Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was loss of pneumo constantly from the very beginning of the procedure. Due to this problem, they had to stop the procedure often. 'They decided not to open.' There were no adverse consequences for the patient.

Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On an unreported date, the patient received flucanazole tablet 150mg daily, fortum injection 1gm daily ip and reflin injection 1gm daily ip. The root cause of the peritonitis was unknown. It was unknown if the peritonitis resolved. Dianeal pd2 ultrabag was ongoing. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). Device not returned. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.